Manufacturer narrative:
Product event summary: the balloon catheter afapro28 with lot number 13945 was returned and analyzed. Visual inspection showed that the catheter was intact without any issues. Smart chip verification indicated that the catheter was not used. Without reprogramming the catheter, it was connected to the console and no system notices were received; catheter was recognized. The returned catheter under vacuum and with push button in the forward position failed the insertion into a test sheath due to resistance and failed retraction back after passing the balloon through the sheath tip. The balloon catheter was advanced through the sheath and aspiration/flushing was performed without any issue. The catheter failed aspiration/flushing when the proximal neck was retracted back into the sheath. Further optical analysis showed the adhesive around the proximal outer balloon neck length is detached from the shaft. Free ring like adhesive would fold outward at the tip of the sheath during retraction making retraction difficult. The outer diameter of the balloon proximal bonding 0.148 inches is within the specification. The od of the balloon distal bonding 0.153 inches is within specification. In conclusion, the reported air ingress was not confirmed through testing. However, the balloon catheter failed the returned product inspection due to the detachment of the adhesive at the proximal outer balloon neck. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
F information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a large amount of air was aspirated from the sheath. The balloon catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.